Manufacturer narrative:
(Intervention required) - (B) (4): eval results: endoleak; focal calcification.

Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The aortic neck was long, and there was an area of focal calcification. It was reported that after the stent graft was implanted there was a type iii endoleak filling of the aneurysm antegrade initially. There was a focal area of severe calcification where the type iii endoleak is present. The physician elected to reline the area where there was a type iii endoleak and the endoleak resolved. No additional clinical sequelae were reported, and the patient is fine.